Event description:
Caller reported that a tandem charging cable was damaged and would not plug into the replacement pump they received. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies with a two-day shipping option.